Event description:
Center director requested that gambro verify the operation of the machine because a pt coded while on the machine and died.

Manufacturer narrative:
No machine malfunction was identified. Further information revealed the clinician manager at that facility said, the equipment did not contribute to the death. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.